Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was returned and evaluated on the 03-dec-2020, this supplement report is being submitted to reflect this within section d and h.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the zebd-7-4 device of lot number c1745719 involved in this complaint was returned to cirl for evaluation. With the information provided, a physical and a document-based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 03 dec 2020. On evaluation of the device, 01 kink was observed; ¿2nd porthole (tapered end) pigtail". The evaluator also noted a ¿0.035 inch wire guide does not pass the kink". Document review: prior to distribution all zebd-7-4 devices are subject to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for zebd-7-4 device of lot number c1745719 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1745719. The japanese packaging insert (c-eso202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. To ensure conformity of all batch release products, pack qc procedures as per cirl verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label as per c1745719 also states the recommended guide wire size (0.035"). It should be noted that the instructions for use (ifu0045-7) states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. A definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. The complaint is confirmed as the failure was verified in the laboratory. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent was straightened with the straightener and the user tried to advance the stent over a hirata m-through0.025 inch wire guide but it failed. The user found a kink in the stent, so another zebd-7-4 was used instead and the procedure was completed. There have been no adverse effects to the patient reported does the complaint relate to:device placement/device removal/observation prior to patient contact please indicate where the device was stored prior to use. In the endoscope room. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* hirata m-through0.025 inch. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the device over the particular wire guide? Yes. If yes please indicate the procedure performed. Est. Was the wire guide inspected for damage prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Another zebd-7-4 was used instead. Was a straightener used to straighten the stent? Yes. [04dec2020 s.k] the same wire guide used with the first stent was used with the second stent. The lot number of the second stent is unknown.